Event description:
It was observed during the device evaluation, that the bronchovideoscope lg corrugated tube coating is peeled off (over 1mm²) and experienced an image blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of image blackout is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.